Event description:
Clinical report states the patient was revised because of pain.

Manufacturer narrative:
This complaint is still under investigation. Dupuy will notify the FDA of the results of this investigation once it has been completed.